Event description:
It was reported that a patient was experiencing painful stimulation 1 week post implant. It was stated that if the patient sets stimulation above 2.8 v it was too painful, but if stimulation is below 3.0 v the patient had no bladder control and "pees all the time". It was noted that the patient was on program 2 at 2.7v. The patient adjust stimulation to program 3 at 1.1 v and she felt a "little shocker", but the sensation went away. The patient adjusted stimulation to 1.5 and stated that it was painful sitting down. Stimulation was turned down to 1.1 v which was "tolerable" for the patient. The patient changed to program 4 at 1.6 v and that was comfortable and no longer painful. The patient was going to monitor her symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08ezq, implanted: (B)(6) 2013, product type: lead. (B)(4).